Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer was able to complete the rewind sequence but the displacement test was unable to be performed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 142 mg/dl at the time of incident. Customer could not continue with troubleshooting any further. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer will call back to continue with troubleshooting. No further information was given.